Event description:
The user reported a clear cut of the catheter at transducer level while handling the device.

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) single dpt kit. Zero-stopcock male luer was completely broken off from bonded connection with dpt housing. The broken luer stuck inside dpt housing. Uv adhesive appeared cured. IV set and pressure tubings were intact.